Event description:
Acclarent was notified on (B)(4) 2013 of an event during a sinus surgical case when acclarent balloon dilation technology were used. The physician off label used an airway balloon to access the patient thru the sinus, positioned the balloon. When the physician inflated the balloon and the gauge on the inflation went up to 2 atm then dropped to 0. There was no mention of patient injury.

Manufacturer narrative:
Acclarent received the returned device on 10/02/2013. The device was received in a state of the balloon completely detached from the proximal shaft. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.